Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Customer reported a blood glucose level of "high" (a specific bg value was not provided). Customer alleged the cause of the high bg was due to not calculating carbohydrates accurately for a bolus. A correction injection was administered in order to address the issue. The customer will continue to use the current pump for insulin therapy.